Event description:
As reported by the user facility: over infusion. Ref # (B)(4). Event description: customer states, "that the infusion is not going through in a timely manner. The nurse noted that after 2 hours half of the bag of chemo was still hanging. The nurse had 2 pumps running at the same rate and this pump was dripping slower. It took 3 hours to infuse a 2 hour chemo. We had 3 incidents with this pump prior to this one, but this was the first that we could prove was the pump." No tubing. Chemo was running - oxalipaliton. Infusing rate 150ml/hr. Incident date: (B)(6) 2013. No pt injury - just a delay in therapy. (B)(4).